Event description:
Suture was being used for closure of skin. Customer reported that suture frayed and had to be removed and replaced. The fray occurred in the middle of the suture. No adverse pt consequence were reported.